Event description:
Caller reported damage to the pump housing and usb port, which affected the ability to charge the pump. Although the pump had not shut down, it could no longer be guaranteed watertight as screws holding the plastic piece around the usb port were compromised. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support to continue using the current pump until a replacement, with updated software, was received. Technical support provided instructions on storage mode, pump settings, and connection of the customer's continuous glucose monitor to the new pump. Customer will continue to use current pump.